Manufacturer narrative:
Product ID: 3889-28, lot# 0214400780, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) confirmed that there was high resistance. There were no further complications reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# 0214400780, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: 0214400780, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was implanted on (B)(6) 2018. It was indicated that the resistance of the lead was too high during the operation test, and there appeared to be a short circuit. This is conflicting information. The cause of the issue was unknown. The lead and extensions were replaced to complete the operation on (B)(6) 2018. It was noted that the patient was in good condition, and there were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 357664, lot# unknown, product type: screening device; product ID: neu_tunnelingtool, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 3550-18, lot# unknown, product type: accessory; product ID: 041828, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory; product ID: 3889-28, lot# 0214400780, implanted: (B)(6) 2018, product type: lead; product ID: 041828, lot# unknown, product type: accessory; product ID: neu_stylet_acc, lot# unknown, product type: accessory. Device evaluation: analysis of the lead found no anomalies. If information is provided in the future, a supplemental report will be issued.